Event description:
The customer contacted physio-control to report that their monitor would not turn on. They would press the on button and it would turn green then the plug and battery light would turn on and off flashing green and the wrench light would turn red. Then the monitor green light on the "on" button would turn back off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio downloaded the device's electronic records and was unable to locate the patient file for the reported date of event. The device's battery pins were replaced as a precaution. Root cause could not be determined.

Manufacturer narrative:
B1 of MFR submission 0003015876-2020-01176-001 was incorrectly marked adverse event and product problem. B1 has been updated to product problem.

Event description:
The customer contacted physio-control to report that their monitor would not turn on. They would press the on button and it would turn green then the plug and battery light would turn on and off flashing green and the wrench light would turn red. Then the monitor green light on the "on" button would turn back off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their monitor would not turn on. They would press the on button and it would turn green then the plug and battery light would turn on and off flashing green and the wrench light would turn red. Then the monitor green light on the "on" button would turn back off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional information: patient information received, see section a. Correction: section b5 executive summary of the initial medwatch report indicated: the customer contacted physio-control to report that their monitor would not turn on. They would press the on button and it would turn green then the plug and battery light would turn on and off flashing green and the wrench light would turn red. Then the monitor green light on the "on" button would turn back off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event. Section b5 executive summary of the initial medwatch report should indicate: the customer contacted physio-control to report that their monitor would not turn on. They would press the on button and it would turn green then the plug and battery light would turn on and off flashing green and the wrench light would turn red. Then the monitor green light on the "on" button would turn back off. In this state the device may not be able to deliver defibrillation therapy if needed. There was initially no report of patient harm associated with the reported event. However, on (B)(6)2020, the customer reported that intervention occurred as the crew had to get another monitor for the pt. No further adverse effects were reported.

Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their monitor would not turn on. They would press the on button and it would turn green then the plug and battery light would turn on and off flashing green and the wrench light would turn red. Then the monitor green light on the "on" button would turn back off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.